Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) to report that they had a few non-recoverable and recoverable faults on universal surgical manipulator (usm) 4 as they were docking. Prior to calling, they had disabled usm 4 and continued with the procedure as planned. Isi followed up with the initial reporter and obtained the following additional information: the case was completed with 3 usms and there was no harm to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the proximal setup joint (psuj). The system was tested and verified as ready for use. The psuj was returned for failure analysis and all errors on universal surgical manipulator (usm) 4 were confirmed and replicated based on failure analysis investigation. The unit failed the vertical brake during testing.